Event description:
Patient returned to office with fractured abutment. The apical tip broke off leaving the screw visible. Patient did not know what caused abutment to fracture. No patient injury. Abutment to be remade for customer in ti.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.